Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited intermittent loss of capture, noise, and delivered inappropriate shocks. In addition, this oversensing resulted in asymptomatic pacing inhibition. This device has been in service for approximately one month. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew, and recommended an invasive evaluation of the device lead connection. To date, there have been no reported patient symptoms associated with this clinical observation.